Event description:
It was reported that when delivering bolus, the device exhibited downstream occlusion alarms off and on. This occurred multiple times even when the device was rosetted and lines changed. The device was not working effectively. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that was no indication that the complaint was related to a service of the device within the review period. A visual test was performed and found multiple tears on the dso seal. The functional tests found no problem therefore the customers¿ problem could not be duplicated. However, the event history log review found a high number of alarms which confirmed the customers reported problem. The root cause of the problem was a faulty downstream occlusion sensor (dso). The dso sensor will be replaced.